Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a patient underwent a transcarotid (tcar) procedure on (B)(6) 2020. After placement of the stent, three views and arteriograms were taken. The first view showed that the focal lesion at the ostium of the internal carotid artery (ica) was opened to about 70% patency. The second view showed similar results. The third view showed patency of under 50%. The physician indicated that he did not want to post dilate. The patient was awake and neuro intact during the entire case and as he left the room. Approximately five hours later, the physician contacted a silk road therapy development specialist indicating that the patient had suffered a stroke. The physician also indicated that the stent had recoiled and a thrombus had formed. A neuro interventionalist was called to remove the clot. No additional details have been provided.